Event description:
Pt was revised to address signs of infection.

Manufacturer narrative:
No product was returned. Product info required to retrieve the device history records for reviewing and search the complaint database by mfg lot code was not provided. The investigation could not draw any conclusions about the reported infection. Based on the performed investigation, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should add'l info be received, the investigation will be re-opened.